Event description:
Medtronic received information from a pending journal article that a patient who had undergone implant of a transcatheter pulmonary valve (tpv) developed an iatrogenic aortopulmonary (ap) communication that was identified post-implant during an rvot/pulmonary artery intervention. The patient exhibited an acute increase in pulmonary artery pressure and flow. The defect was closed during the same catheterization with a septal occlusion device. The article indicated that the patient was 15 years old at the time of the original implant, which followed a prior truncus repair, and included implant of a tpv and a right ventricular outflow tract (rvot) conduit, and re-dilation of prior left and right pulmonary artery stents. Additional patient/device information, including the dates of the original procedure and the re-intervention, was not listed in the article draft or the referenced article. The information was received from a pending journal article that reviewed 18 cases reported in literature between 1992 and 2014 of an iatrogenic aortopulmonary (ap) communication being identified after balloon pulmonary arterioplasty, pulmonary artery stenting, or transcatheter pulmonary valve replacement (tpvr). Separate reports have been filed on the other patients who were identified with a medtronic tpv implant and subsequent ap communication.

Manufacturer narrative:
The article's author contact responded to the request for additional information, but did not provide additional details regarding the device or patient's current status. Without a device serial number, a device history record review could not be conducted and it could not be determined if a previous report had been received or if the device had previously been returned for analysis. Based on the available information, a root cause could not be determined for the clinical observations.

Manufacturer narrative:
Without device-identifying information, it could not be determined if this complaint was previously reported to medtronic. A supplemental report will be filed if additional information is received or when the investigation is updated. (B)(4). Article: iatrogenic aortopulmonary communications after transcatheter interventions on the right ventricular outflow tract or pulmonary artery: pathophysiologic, diagnostic, and management considerations. Authors: alejandro torres, md; stephen p. Sanders, md; julie a. Vincent, md; howaida g. El-said, md, phd; ryan a. Leahy, md; robert f. Padera, md, phd; doff b. Mcelhinney, md. Publication: catheterization and cardiovascular interventions published online: february 11, 2015 doi: 10.1002/ccd.25897.